Manufacturer narrative:
A ge rep evaluated the system and repaired a bent pin in a connector. System operates as intended.

Event description:
Customer reported there is no image on the live fluoro monitor. No pt injury was reported.